Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The patient was advised to go to the hospital however, it was not reported if the patient was hospitalized for the event. The patient reported "they did not feel that bad". The cause of and treatment for the event were not reported. At the time of this report, the event was ongoing. Pd therapy was ongoing. No additional information is available.